Event description:
In (B)(6) 2022, (B)(6), my step father was diagnosed with a tumor which laid next to his spine. He was admitted to (B)(6) in (B)(6) on (B)(6) 2022. A biopsy was performed in the operating room by dr. (B)(6). He remained stable the first couple days post-op. Suddenly on (B)(6) 2022, he developed severe, debilitating pain and cried all night. The doctors suspected that he had been hemorrhaging since the biopsy. (B)(6) was then taken back to the operating room by dr. (B)(6) to explore and attempt to treat the back pain cause. Post-op dr. (B)(6), neurosurgeon and or charge nurse advised my mom, (B)(6) ((B)(6) wife) that he survived the operation but an 'unforeseen incident had occurred'. They stated that unfortunately (B)(6) fell off the operating room table midway through the procedure causing the endotracheal tube and surgical spreaders to be ripped out of place. The doctor stated they were tilting the bed when (B)(6) slipped off and fell to the floor. The following morning (B)(6) was alert & oriented but now paralyzed from the waist down. Unfortunately he passed away a couple days later on (B)(6) 2022 due to paralysis and respiratory insufficiency. Years ago, (B)(6) was diagnosed with merkel cell cancer. With treatment he remained very healthy and active. They vacationed, traveled the world and rode their harley with friends and family on average 4-6 times a year. The reason's that I'm contacting you for your help are... When (B)(6) fell off the operating room table, sterility was compromised and no patent airway.. He died 3 days later as a paraplegic. He went into surgery with lower extremity movement and sensation but in severe pain. He came out of surgery as a paraplegic. Unfortunately an autopsy was not performed and the medical examiner has placed an inappropriate diagnosis on the death certificate - (B)(6). We truly feel that (B)(6) would be here today, alive, able to walk if the hospital had not been negligent. Surgical report from neurosurgeon dr. (B)(6) operative report pt name: attended by: pt dob: (B)(6), mr#: (B)(4), acct #: (B)(4), loc: (B)(4) signed signed reports reside in the emr, cc: (B)(6) md date of operation: (B)(6) 2022 preoperative diagnoses: thoracic epidural spinal cord tumor causing paralysis. Postoperative diagnoses: thoracic epidural spinal cord tumor causing paralysis. Procedures performed: t5 to t10 laminectorny with resection of thoracic epidural spinal cord turnor compressing the spinal cord and evacuation of small hematoma. Microscopic dissection. Surgeon: (B)(6) md anesthesia: general endotracheal anesthesia. Indications: this patient underwent a small laminectomy and biopsy of an epidural tumor per the request of dr. (B)(6). This was done by dr. (B)(6). Initially, the patient did very well postoperatively, but then apparently today, he was noted to be paraplegic. This was a new deficit. He had some weakness, but now he was completely paraplegic and also had a sensory deficit. Dr. (B)(6) called me and requested my consultation. I explained to him that I thought without surgery, he would be permanently paraplegic, but if we did a laminectomy and resected the tumor, there would be a chance he could get some sensory or function back. I did tell him that it is also very possible that even with surgery, he may not recover any function, but I felt that giving him a chance to recover function would be a reasonable thing. Patient: (B)(6), report #: (B)(4), electronically signed: (B)(6) md 6.